Manufacturer narrative:
Extension: (B)(4). The device is not available to be returned for evaluation, however, a lot history review should be conducted.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.3 ml, smallbore ext set w/remv microclave¿ clear, clamp, rotating luer where the customer reported that there was a slight leak at the extension connection. The customer stated that although the leak was very minor, it posed safety risks. The customer had to change the line because they thought there was a problem with the main line, only to eventually find out that it was the extension. There was a patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary. A couple of photos were shared by customer, where customer is showing the item and lot information from the affected item. However, no additional damage or anomalies were noted. Complaint of leaks cannot be confirmed based on the evidence shared by customer. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.